Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2008 which changed the settings to 1ma/20hz/500pulsewidth/30sec on/60min off. The settings were not corrected until (B)(6) 2009, when they were changed to 1.5ma/20hz/250pulsewidth/60sec on/1.1min off.